Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a liberte/veriflex stent with the shelf box, product mandrel and balloon protector. The stent delivery system (sds) was not returned for analysis. One end of the stent was damaged with multiple rows of struts bent, flared and overlapping. Inspection of the remainder of the stent presented no other damage or irregularities. The inner diameter (ID) of the balloon protector was measured at the distal and proximal ends and measured within specification. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent dislodgement occurred. It was reported that during preparation a veriflex (mr) us 3.5 x 20mm stent came off the balloon when the stent protector was removed. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent dislodgement occurred. It was reported that during preparation a veriflex (mr) us 3.5 x 20mm stent came off the balloon when the stent protector was removed. No patient complications were reported.